Event description:
It was reported that the customer noticed last week that he got too much insulin, which caused him to have a low blood glucose level of 25 or 30 mg/dl. Customer treated with sugar tablets. Customer requested a new pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.